Event description:
It was reported that during a laparoscopic lobectomy, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time and removed the fragment from the body, and replaced it with a new trocar to continue the operation. Operation time was increased by ten minutes. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Batch #: unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/21/2022 d4: batch # v95d2x investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken. In addition a piece of plastic from the sleeve was returned. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. A manufacturing record evaluation was performed for the finished device batch number v95d2x, and no non-conformances were identified.